Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device was running rough and hot, the device failed the power test, the control was damaged and had an unknown material on it, the motor with lid contacts was running hot and had some signs of corrosion on it and the components were worn, corroded with some debris on it. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device was running hot. There was a three minute delay to the surgical procedure. A spare device was used to complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.